Event description:
Pt reported that device's insulin cartridge chamber had moisture in it in 2004. Pt dried out the chamber, but then the moisture reappeared the next day. Pt did not report that the device had generated any error messages. Pt also experienced high blood glucose (223 mg/dl) at lunch on the day of the report. No treatment was rec'd.